Event description:
The customer reported getting a leads off message during pacing which could prevent the delivery of therapy. The device and lead set in use at the time of the event were tested on an ECG simulator and there was no trouble found. There was no report of any adverse pt impact. The customer wanted the device evaluated at philips as a precaution.

Manufacturer narrative:
The customer reported getting a leads off message during pacing which could prevent the delivery of therapy. The device and lead set in use at the time of the event were tested on an ECG simulator, and there was no trouble found. There was no report of any adverse pt impact. The customer wanted the device evaluated at philips as a precaution. The customer did not provide event strips. Philips did not receive the device for eval from the customer. The customer has not called back regarding this issue with this device. We are considering this a user error where the customer did not switch to fixed mode pacing when the ECG signal was inadequate for demand mode pacing. There was no malfunction of the device.